Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 7/26/2024.

Event description:
Healthcare professional reported left side rupture and ¿siliconomas in the left axillary lymph nodes.¿ device has been explanted and replaced.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported left side extracapsular rupture with siliconomas in the left axillary lymph nodes diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to left side.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and granuloma was received on july 04, 2024. With lot number 1565477. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as surgical damage. Granuloma: unable to observe as it is not related to the device. No other observations observed, no further actions are required.